Event description:
The customer reported via phone call that she was experiencing issues with the sensor not being able to communicate with the transmitter. The customer also reported that the thread around the reservoir compartment had broken off. The customer stated that two pieces were missing and the o-ring was showing. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.